Event description:
Mayfield skull clamp was applied by nurse and surgeon; while positioning patient for the procedure with the clamp in place, one of the head pins slipped and caused a one-inch laceration on back of head. Laceration closed with staples.